Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent right ventricular (rv) oversensing was detected by the device following implant. It was determined that the physician used cautery quickly shortly after the device had been turned on. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.